Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a replacement implantable pulse generator (ipg), the chronic right ventricular (rv) lead exhibited loss of capture and elevated threshold, when connected to the new ipg. The physician speculated that some tissue on the rv lead may have gotten into the ipg header at ipg change. The physician then flushed out the header and put the rv lead back into the ipg port and testing showed good impedance at this point. The procedure was completed. Five days post-procedure, the rv lead exhibited a high and undefined impedance warning and polarity switch. The connection issue or a new fracture was suspected as the cause. The ipg was reprogrammed as back-up overnight, prior to ipg explant and replacement, on the contralateral side. The rv lead was also scheduled for explant and replacement. No patient complications have been reported as a result of this event.